Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. It was not reported whether the pt was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with fortum inj (injection) 250mg; vancomycin inj (2gm, repeat for 7 days , frequencies not reported) ip (intraperitoneally) and fortum inj (250mg in each bag for 14 days daily, frequencies not reported) ip to treat the event of peritonitis. The cause of peritonitis was unknown. The outcome of the peritonitis was unknown. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). It was reported that the patient recovered from the event (previously unknown). No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4): initial reporter- (B)(6) (foreign telephone number). Should additional relevant information become available, a follow-up report will be submitted.